Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09708. The pt is implanted with two percutaneous leads (from different lots). It was reported the pt experienced a fall and has been experiencing painful rib stimulation while the system is in use. A full parameter diagnostic indicated low impedance values on several contacts. Reprogramming was tried to no avail. The pt is working with her physician to determine a resolution to the issue. Surgical intervention maybe considered.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy to the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.